Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a stapling misfire occurred during the 4th firing of a sureform 60 stapler instrument with a blue sureform 60 reload installed. The surgeon had used ethicon¿s new buttress material during the fire. The surgeon indicated that the buttress material bunched up. The misfire resulted with an blade exposed and staple line bleeding. Secondary to this, there was a hole in the staple line behind the exposed blade. The surgeon fired another blue sureform 60 reload and after the 5th fire, there was still a little bleeding. As a result, the surgeon sutured and closed the bleeder. The surgeon then used another blue sureform 60 reload to complete the fire. The surgeon sutured the staple line as some oozing was still present from the previous fire. The surgeon stated that there was no issue with the sureform 60 stapler instrument or the blue sureform 60 reload. He said the new ethicon buttress material caused the incomplete staple line. The surgeon then switched to a backup sureform60 stapler instrument and completed the procedure without further issues. The following were confirmed: an error message indicating the blade was exposed, there were no clamping issues, there were no malformed staples, the surgeon used the buttress material for the first four fires and then stopped using the buttress from the fifth fire onwards. It was also confirmed that the bleeding was from the fourth fire. The fifth fire addressed the misfire of the 4th fire. The surgeon had confirmed that the hole was created because the buttress material was bunched up, and it pushed the tissue out. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. It was confirmed that the reload was discarded.

Manufacturer narrative:
Based on the information provided the cause of the reported incident cannot be determined. If additional information is obtained, a follow-up MDR will be submitted if additional information is received. An isi advanced failure analysis (afa) engineer conducted stapler log review and found the following: : the logs show sureform 60 stapler instrument (part #480460-09, lot #l10220926-0076) was installed on the system 10 times and failed to engage on the first two install attempts. Engagement failures were logged in the logs as error 22020, with parameters of the errors indicating the grip axis failed to engage in both instances. The last 8 install attempts with this instrument were successful. On the first 1st-5th and then 7th successful install, all clampings and firings were completed with 1 green reload, followed by all blue reloads. There were pauses for compression on the 2nd, 3rd, 5th, and 7th fires, with the 7th fire having the longest pause. On the 6th install, clamping was completed with a blue reload, however firing failed at 87% completion. There were no clamp or fire attempts on the 8th install. Sureform 60 stapler instrument (part #480460-09, lot #l10220926-0065) was installed once and fired one blue reload with no pauses for compression. There were no stapler related errors in the logs involving this instrument. No image or video recording available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, staple line oozing of blood was observed after the 4th and 5th firings of blue sureform 60 reloads with a sureform 60 stapler instrument. As a result, the surgeon sutured the staple line. It was also reported that the staple line was incomplete due to a tissue pushout event. Although the surgeon attributes the event to the new ethicon buttress material that was used with the blue sureform 60 stapler instrument, it is unknown what caused the event to occur. The surgeon switched to a backup sureform 60 stapler instrument and completed the procedure.